Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after a typical announced meal and received persistent low glucose alerts from the ilet while their blood glucose was low. Symptoms included hypoglycemia with a reported glucose of 71 mg/dl. Outcomes included self-treatment with oral glucose, resulting in recovery of blood glucose approximately 15 minutes after one glucose tablet, with no hospitalization. Investigation included user education and troubleshooting regarding low glucose management and alert behavior. Investigation of this case revealed that the cause of the hypoglycemia and continued alerting was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.